Manufacturer narrative:
(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: discussed technique and using robotic graspers repeatedly can weaken the suture. Instead of grasping, use a sweeping technique. Discussed manufacturing process. No systemic problems have been identified with the suture. Reinforced to sales rep to return any actual and rep samples if possible and obtain lot numbers during procedures. The following information was requested, but unavailable: please provide lot number. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. About four months ago, was using the stratafix and the needle popped off. This was on the second throw away from the apex. It popped off right where the needle meets the thread. It felt like a pop off. Product was discarded. Case was completed with a like device. No adverse patient consequences were reported. Additional information was requested